Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The returned amplatz super stiff was analyzed. The corewire broke, ptfe peeled off, and coil wire was stretched. Based on the condition of the returned device, engineers determined that the problem observed may be related with some other factors such as; handling of the device, the technique used by the physician and normal procedural difficulties encountered during the preparation that could have possibly affected the device performance and its integrity. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in a procedure. The procedure date is unknown. During preparation, the ptfe coating peeled. The procedure was completed with a new amplatz super stiff.there were no patient complications reported as a result of this event.this event has been deemed a reportable event based on the investigation results: corewire break. Please see block h10 for full investigation details.